Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the product to examine no determination could be made as to the cause of the reported incident. Failure to achieve hemostasis may be due to a number of factors including, but not limited to a user technique, operational context, anatomical condition, or a manufacturing anomaly. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. As for other possible causes, the information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event. A review of the lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not provided. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure using a starclose se device in the common femoral artery after an interventional procedure. Reportedly, after clip deployment, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the starclose se device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate age (patient was reported to be in her (B)(6)) estimate weight (patient was reported to weigh between (B)(6)) the customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.